Event description:
It was reported that the device was used during a partial pancreatectomy. The device did not fire any staples. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.